Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected test strip. The strip lot # d160617-1 was manufactured on 06/17/2016 and expired in 06/2018. Ok biotech received no complaints from same manufacturing batch of strips . We took our in house meter and tested the retain strips (same patient's batch#d160617-1). The control solution tests for level low were 61/61 mg/dl; for level high were 257/247 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after receiving higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test and received a result of 387 mg/dl. She was not experiencing any significant symptoms but concern with the higher reading prompted her to visit the ER. Upon arrival to the ER her blood glucose reading was 216 mg/dl. No treatments or test were warranted due to the fact that her blood glucose was within the normal range. After 30 minutes at the ER she was discharged with a glucose reading of 216 mg/dl and was instructed to follow-up with her pcp. No additional details were provided in relations to this medical event.